Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned device and provided pictures show that the device exhibits signs of use (nicked or gouged) and the dovetail feature is flared and compressed. Further analysis determined that the device was within specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a total knee arthroplasty was performed and the first articular surface didn't mate with tibial plate although the surgeon confirmed no intervention of cement particles, soft tissue, or bone spurs between the surface and the tibial plate. He inserted the surface with the inserter many times, however, the surface moved back to the front. A second poly of the same size was tried with the same tibial plate, but the same problem occurred. As a result, the operation was completed with a smaller poly. There was a 16-30 minute delay. The surgical technique was utilized. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 42532006402 - tibia cemented 5 degree stemmed right size c - 66382601. G2 : foreign country : japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.